Event description:
The hospital reportd that during the saphenous vein harvesting procedure and while desseting down the leg, small burn-like blisters were notice on the patient leg. It is believed that the eyepiece was loose and th heat from the optical fibers might have caused these minor burns. No other infomation was provided by the hospital. The patient is currently doing fine.